Manufacturer narrative:
Product development event evaluation was performed on the returned product. During this evaluation, the returned devices were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a cannulated connecting screw (part#357.397, lot#4546891), trochanteric fixation nail (part#456.315, lot#6700338), helical blade (part#456.305), cannulated connecting screw (part#357.397, lot#6606047) helical and ball hex screwdriver (357.515, lot#4936924). The construct assembled and the helical blade aligned and passed through the tfn as intended. There were no alignment issues experienced during this evaluation, therefore the complaint condition could not be replicated. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Event description:
It was reported while the surgeon was implanting a trochanteric fixation nail tfn to treat an intertrochanteric fracture, the helical blade would not pass though the tfn nail during insertion. The surgeon attempted to insert two different helical blades and neither would pass through the tfn nail. The surgeon then used a tfn lag screw which was able to pass through the tfn nail. The intraoperative time was extended by 85 minutes due to the reported event. The procedure was completed successfully and there was no reported patient injury. Additional information reported the surgeon inserted the nail with care and without the use of a mallet or hammer. This complaint is alleged against 8 products. No complaint is alleged against the lag screw. This report is for one, 12mm/130 deg ti cann troch fixation nail 170mm-sterile. This report is 3 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID is (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn, as no device was returned for evaluation. Placeholder.

Manufacturer narrative:
(B)(4)